Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2016 with the following findings: a review of the pump¿s black box revealed the data from the date of the complaint had been overwritten. The current black box showed now evidence of a ¿no power¿ event. The pump powered with the returned battery cap. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The ¿no power¿ event was not duplicated during the investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.